Manufacturer narrative:
Additional information: analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2019-15615. It was reported that the patient presented in the emergency room after receiving inappropriate antitachycardia pacing and shocks. Upon device interrogation, episodes of noise on the patient's right ventricular lead were observed. The physician suspected the lead was fractured due to calcium buildup around the lead. Programming changes were made on (B)(6) 2019. On (B)(6) 2019 the lead was capped and replaced. In addition, following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri alert or allegation of premature battery depletion, the device was explanted prophylactically. The patient's condition was stable after the procedure.